Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. The reason for the removal of the implants was not provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report five of seven for the same event, reference reports 0001032347-2017-00151 through 0001032347-2017-00157.

Event description:
During annual tracking of tmj recipients, the patient reported she has had three surgeries and said her current implants were made in (B)(6). She did not know if she had biomet implants. Additional information was requested but has not been received at this time.